Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was not advanced and the plunger had been fully depressed and retracted.